Manufacturer narrative:
Pump passed the displacement, prime/deliver and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, missing end cap sticker and cracked battery tube threads.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 400 mg/dl. Customer performed a 5.0 unit fixed prime and insulin exit. Customer was advised that occlusion may be due to site or set. Insulin pump would be replaced per customer's request.